Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced mechanism issue on (B)(6) 2026. It was stated that the patient reported difficulty pulling spring back into place. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.